Manufacturer narrative:
(B)(4). No product will be returned per customer as sets were discarded. The customer's report of tubing popping out of the maxplus valve causing a leak could not be confirmed due to the product was not returned for failure investigation. The root cause was not identified.

Event description:
The hospital reported having issues with the maxplus valve not engaging the hospira IV tubing. They report that fluids leak out from the site when the connection is not adequate. About 20% of the time, the tubing will not stay engaged in the maxplus valve and it pops out causing leakage. No product was saved. There was no report of pt harm. Medical intervention was not required. The customer stated that no further pt or event information is available.